Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg has depleted and is inoperable. As a result, surgery is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information stated that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. As a result, a surgical intervention occurred wherein the ipg was explanted and replaced.